Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported one day after implant that the patient developed a hematoma that was stable at discharge. Within the week, the patient developed a low grade fever, increased pain, and enlargement of the hematoma. Patient presented at the hospital and had a pocket revision about one week after implant. Patient was discharged three days later. No further patient complications have been reported as a result of this event.